Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, prior to clip deployment, the physician pushed the safety release button to retract the locator wings to reposition the starclose se device in the vessel. An attempt was made to depress the plunger; however, the locator wings would not open and reset. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.